Event description:
An adc customer reported receiving imprecise adc meter readings of 24mg/dl and 96mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in values is considered clinically significant. There was no report of serious injury, death or mistreatment associated with this report.

Manufacturer narrative:
The customers product has been requested back for investigation. A supplemental report will be submitted when investigation results have been completed.